Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that there was nothing wrong with the battery. There were no cracks or leaks. The implant not functioning right and cracked leads never occurred. No actions/interventions were taken. Patient's weight at the time of event was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had to cancel the removal surgery twice in (B)(6) 2017 because he had infections come up. The patient stated that he was having the implant removed because the implant was not functioning right and two lead were cracked in his back. The healthcare professional (hcp) was removing the whole system and the implant had been turned off since (B)(6) 2017. The patient stated he had a stomach issue going on and the hcp didn¿t know if it was their back or the implant that caused it. The patient noted their hcp had mentioned something about battery acid from the implant may have leaked out and two ER hcps did an x-ray on the patient¿s stomach which showed there was liquid in the patient¿s stomach and nobody seemed to know anything. The patient took antibiotics for the stomach issue. After the stomach issue healed the patient got bit by a spider that turned into (B)(6) and the patient took more antibiotics. The patient wasn¿t going to see their hcp until 23-sep. The indication for use was non-malignant pain.